Manufacturer narrative:
No parts have been returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the surgeon could not adjust the screw in the clamp to open and it was preventing the clamp from being used. The representative noted the screw top looked jammed. The site used a different clamp to proceed with the procedure. There was no reported delay and no reported impact to patient outcome.

Manufacturer narrative:
The clamp was returned to the manufacturer for analysis. Analysis found that the clamp was intact and fully functional per design. No problem was found. If information is provided in the future, a supplemental report will be issued.